Manufacturer narrative:
Section b2 - the selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation 4000 system device was extremely slow and freezing regularly. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, g2, h4, h6, h11. Upon investigation of the actual device used in this incident, it was determined that the system was extremely slow due to corrupted file on windows. The technical support specialist logged into station and performed a full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ 4000 device was extremely slow and freezing regularly. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.